Event description:
It was reported that the patient has expired due to unknown reasons. No further details were provided. The device will be not returned as it is unknown if the device was removed. Also, it is unknown if there was an autopsy. Information was learned through (B)(4).

Manufacturer narrative:
No surgeon name or hospital contact information was provided to the registry. There is conflicting information as reported to the registry regarding the disposition of the device. Additional inquiries have been made regarding whether or not the device was explanted as it was indicated in the cer that the device had been discarded at the hospital. However, they also stated that it was unknown if removed prior to death or if an autopsy was conducted. No response to date at 08/03/2010. This was for report only. Customer letter not required. This event was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.device not returned.